Event description:
It was reported that this recently implanted pacemaker system exhibited high out of range pacing impedance measurements of 2005 ohms, leading to a lead safety switch (lss). Technical services (ts) advised on further in office evaluation of the system and noted suspected undersensing as well as loss of capture. No adverse patient effects were reported. This system remains in service. Additional information was received that the cause for the observations was associated with a lead dislodgement and perforation. The physician opted to reposition the lead. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this recently implanted pacemaker system exhibited high out of range pacing impedance measurements of 2005 ohms, leading to a lead safety switch (lss). Technical services (ts) advised on further in office evaluation of the system and noted suspected undersensing as well as loss of capture. No adverse patient effects were reported. This system remains in service.